Manufacturer narrative:
DHR/ncmr review according to the DHR review process; the result showed there were no issues reported like temporary lid hard to close during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid hard to close for the same part number throughout the last twelve months. Investigation according to information provided from customer an exhaustive investigation can be not performed since there are no samples to evaluate this failure mode (temporary lid hard to close). Current process was evaluated, molded part was reviewed and there was not observed damages on the lid that could lead to the failure reported. All lids are inspected by trained personnel, additionally, a second inspection by quality inspectors based on aql sampling plan is performed. According with previous complaints received throughout 2017 for the same issue, an engineering study was performed to evaluate the functionality on temporary closure feature including interaction between bases and lids after assembly. Conclusions of the engineering study bdx-rj-esr00020. According to functional test results the failure mode reported from customer for the part number bdx-89990020 it wasn¿t observed, all samples were kept closed for the expected 30 seconds, additionally a pull test was performed over these samples even when it¿s not a customer specification requirement, the results showed a retention force to open the lids when the temporary closure is activated. Risk assessment (B)(4) potential root cause 1. Product damaged during the shipment or distribution. 2. Molding issue. 3. Misuse (incorrect storage (high temperature)) root cause unknown. Corrective action n/a. Conclusion based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information or evidence to confirm it. If additional information or samples that helps to find the root cause of this issue is provided, then a new complaint record will be opened to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. H3 other text : see section h.10.

Event description:
It was reported that bd¿ nestable sharps collector lids were hard to close. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the temporary lids were hard to close.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ nestable sharps collector lids were hard to close. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the temporary lids were hard to close.